Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained low and high blood glucose and that it was hard for him to breath. Paramedics were called to assist customer at home. The high blood glucose reading was meter reads high and the low blood glucose was 37 mg/dl when the paramedics arrived. Nothing further was reported.